Event description:
Information received indicates the brake is setting properly and not holding.

Manufacturer narrative:
The technician found worn brake activation levers and connecting rods. The technician replaced the brake/steering mechanisms with an upgrade kit and brake activation assembly to repair the stretcher.